Event description:
It was reported that noise was found in both the atrial and ventricular leads. The noise could not be reproduced, and a header issue was suspected with the implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0158 boston scientific lead, implanted: (B)(6) 2005; 4016 boston scientific lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.